Event description:
During review of programming history, it was seen that the patient had high impedance. This was the only date in the programming history, so it is unknown if the generator was implanted in a patient at that time or if it may have been the date of implant. The patient whom this generator is associated with is unknown.

Manufacturer narrative:
Analysis of programming history.